Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient experienced a rash, pain, and limited range of motion after initial surgery of an oxidizer zirconium implant. X-rays performed post-op in (B)(6) 2016 were fine. The patient stated that an ltt test was performed and showed they were reactive to nickel 6.2, but everything else was normal. The patient was given steroids for the rash and it has since cleared up. The patient has not been scheduled for any revision surgery.